Event description:
Customer reported tpn was infusing, when it was noted the IV tubing spontaneously disconnected from the 20019e extension set. No patient harm reported and no medical intervention required. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 05/27/2009. Patient information requested and all available information is included. This report was filed by the manufacturer. The customer reported the product was discarded. The lot number was not identified; therefore, we were unable to determine the root cause and perform a history record review.